Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) distal conductor fracture (overstress). The visual inspection also showed: inner insulation kinked/buckled, inner insulation torn. Distal conductor distorted and deformation of the proximal section of the inner coil.

Event description:
It was reported during the implant procedure that the physician was unable to fully retract the helix to reposition, the lead during implant attempt. The lead was removed from the patient and not used. (B) (6) 2010 (B) (4): no patient complications have been reported as a result of this event.